Event description:
It was reported that during a procedure, the tip of the impactor fractured. The surgery was completed with a second impactor and no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available visual examination of the provided photo identified a grey impactor pad is fractured. However, item 110028055 has a black impactor pad epoxied on at the time of manufacture. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. The picture provided identified a grey impactor tip fractured and the indicated item 110028055 has a black impactor pad epoxied at the time of manufacture. Per 01-50-1539 "the majority of surgical instruments and trial prostheses instruments are constructed in such a way that they will not require disassembly". It is unknown if the impactor pad change contributed to the reported pad fracture. Therefore, a definitive root cause cannot be determined. The reported event has been confirmed through the provided photo. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.